Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 14mmx4.5mm target lesion contained a >45 degree bend and was located in a mildly tortuous and non-calcified unprotected left main artery. Following predilation of an unspecified balloon catheter, a 16 x 5.00mm taxus liberté drug eluting stent was selected and advanced to treat the lesion; however, it was found out that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent was detached from the catheter and returned separately. The balloon was not fully refolded, indicating that the balloon had been inflated and deflated. Two sections of a liberté stent were returned. Both sections were severely damaged and a broken struts were identified. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 14mmx4.5mm target lesion contained a >45 degree bend and was located in a mildly tortuous and non-calcified unprotected left main artery. Following predilation of an unspecified balloon catheter, a 16 x 5.00mm taxus liberte drug eluting stent was selected and advanced to treat the lesion however, it was found out that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.